Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, oversensing due to noise was noted on the atrial lead. Reoperation is anticipated to resolve the event and the patient was stable with no adverse consequences reported.